Event description:
It was reported that the device was implanted on (B)(6) 2009, and after implant the patient felt well. Then since (B)(6) 2013, the patient felt pain again and went to the hospital. Upon interrogation, it was found the device stopped working. The patient was still in pain and was awaiting pump replacement. The pump system was delivering morphine hydrochloride.

Manufacturer narrative:
(B)(4).